Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748240, serial# (B)(4), product type extension; product ID 3387-40, lot# v007060, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot# v007060, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator. (B)(4).

Event description:
A power on reset (por) condition was reported with the implantable neurostimulator (ins). Emi was suspected as the patient had a stopwatch in their pocket around the time of incident. The battery was reset and measured 2.67 volts, but now is at 3.69 volts. The physician stated 3.67 volts on two different occasions after the initial 2.67 statement. This did not appear to be end of life battery voltages. 3.69 volts was approximately 2 hours after the patient had their ins turned on. The physician stated that the battery was getting closer to end of life. Reference MFR report # 3004209178-2012-04983 for related concomitant device event.